Manufacturer narrative:
(B)(4). The complainant indicated that the device was implanted and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an obtryx ii device was used during an obtryx ii placement procedure performed on (B)(6) 2014. According to the complainant, on (B)(6) 2015, the patient experienced difficulty emptying her bladder. On (B)(6) 2016, she was treated with a pessary and event has not yet resolved.